Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (347 - 442 mg/dl) throughout the day. The bg was corrected using the pump. The infusion set was changed and insulin delivery was resumed. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were observed. The customer reported the high bg event would be discussed with a healthcare provider.